Event description:
It was reported that a merlin.net transmission revealed that the lead exhibited low impedance measurements. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.